Manufacturer narrative:
There were no deviations reported in the DHR for part number 400-141 lot 0928122. All released parts were within specification. Visual examination confirms sliding core mobile bearing is fractured. Company report form also states patient broke shoulder and hip at time of fall.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture as a result of the patient falling.